Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): correction: date received by manufacturer was 12/23/2017 and it should be 12/26/2016.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the device is unable to communicate with the rds docking station and the display constantly resets due to missing pogo pin 12. The pogo pin was replaced and the unit functioned as designed.

Event description:
It was reported that the device constantly resets when docked in the docking station. Per the customer "it could not monitor properly as the screen would reset and the waveform would not be present".